Event description:
It was reported that the customer's blood glucose was 518 mg/dl at dinner time. Fifteen minutes later the customer's glucose level still was reading high on the blood glucose meter. The customer was agitated. It was stated that the customer had a back up plan, but he does not know how much insulin to take. Verified again his glucose level and he rec'd an error alarm. The wife took her husband to the hospital, and he was admitted for high blood glucose. The customer's last blood glucose reading was 106 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.